Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer states that when running the axsym troponin adv assay, the lid on the reagent pack separated from the rubber stopper causing the probe to crash. No impact to patient management was reported.